Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right ventricular (rv) lead channel, leading to false ventricular tachycardia (vt) episodes and pacing inhibition with asystole lasting 4 seconds. Technical services (ts) was consulted and programming as well as troubleshooting options were discussed. The health care professional mentioned considering to perform a lead revision. No indication of an intervention performed at this time. No additional adverse patient effects were reported. This system remains in service. Additional information was received indicating that the physician opted to perform a revision and plug the left bundle branch (lbb) lead to the pacing and sensing port of the ICD. It was also reported that a defibrillation threshold (dft) test was performed successfully. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right ventricular (rv) lead channel, leading to false ventricular tachycardia (vt) episodes and pacing inhibition with asystole lasting 4 seconds. Technical services (ts) was consulted and programming as well as troubleshooting options were discussed. The health care professional mentioned considering to perform a lead revision. No indication of an intervention performed at this time. No additional adverse patient effects were reported. This system remains in service.